Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14314 for the other associated device information. It was reported to boston scientific corporation that two advanix preloaded stents were used during an endoscopic retrograde cholangiopancreatography procedure (ercp) in the biliary tract performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient began experiencing abdominal pain. On (B)(6) 2013, the physician performed an ercp/CT which revealed that both stents migrated and perforated the duodenal wall. It was also found that an abscess developed in the patient¿s abdominal cavity. Both advanix stents were removed and an enbd tube was deployed. It was reported that the patient is undergoing conservative treatment and is being monitored.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-14314 for the other associated device information. It was reported to boston scientific corporation that two advanix preloaded stents were used during an endoscopic retrograde cholangiopancreatography procedure (ercp) in the biliary tract performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient began experiencing abdominal pain. On (B)(6) 2013, the physician performed an ercp/CT which revealed that both stents migrated and perforated the duodenal wall. It was also found that an abscess developed in the patient¿s abdominal cavity. Both advanix stents were removed and an enbd tube was deployed. It was reported that the patient is undergoing conservative treatment and is being monitored. Additional information: according to the physician, the distal area of the stent got caught on a previously implanted metallic stent.

Manufacturer narrative:
Patient reported to be over 18 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.